Manufacturer narrative:
The customer¿s report of chemotherapy infusions taking longer than expected was not confirmed. The pcu log noted that two infusions were performed as reported. The first was performed at the rate of 43.8ml/hr with an initial vtbi of 1050ml and required additional vtbi entries to empty the bag. The second infusion was performed at the rate of 43.9ml/hr with an initial vtbi of 1054ml and also required additional vtbi entries to empty the bag. The actual bag volumes could not be ascertained from the log review . Testing and inspection of the pump module identified no malfunctions and the pump module was found to be infusing within specification. The root cause for the reported under infusion could not be identified. The disposable set and bags were not returned for investigation.

Manufacturer narrative:
The affected devices have been received and the investigation is pending. A follow up report will be submitted with investigation results when the investigation is complete.

Event description:
The customer reported that the patient's cytarabine was "about 3 hours late from previous dose because the previous bag was not complete." The customer believes that the device was running slow and "it took 3 hours more to deliver the set volume." It also appears that the cumulative underinfusion for the three total bags was 5 hours because there were at least two consecutive infusions that took longer than expected. It is not known how long the third bag took. The first bag with a vtbi of 1050 at a rate of 43.75 was started at 2200 on (B)(6). Beginning at 2210 on (B)(6) additional vtbi's began to be programmed on the device in order for the bag to empty, until 0019 on (B)(6) when the first bag emptied. The second bag, also with a vtbi of 1054, at a rate of 43.9, was hung at 0037 on (B)(6), and beginning at 0000 on (B)(6) additional volumes to be infused were programmed in order for the bag to empty, until 0300 on (B)(6) when the bag was completely empty. The third bag was then hung at 0328. There was no patient harm and no report of medical intervention.